Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during bolus. The customer's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was able to rewind the pump after several tries. The customer does not want to return the reservoir back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.